Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 535 mg/dl. The customer also reported air bubble anomaly. The troubleshooting steps were guided for air bubble anomaly. Approximate size of air bubbles is medium size. Air bubbles were noticed by customer after changing the infusion set. The insulin pump will not be returned for analysis.